Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode twice due to inaccurate sensor readings. The customer's blood glucose was 186 mg/dl, compared with the sensor reading of 60 mg/dl. The sensor and blood glucose reading differences were not within acceptable range. The customer stated that he was calibrating 4 times a day. He also reported occurrences of bent sensor cannulas. He stated that he has gastroparesis, often having to use dual/square boluses. He was advised that he had been following all the sensor use guidelines. He was advised that the issue was likely due to the sensor not being situated properly in the interstitial fluid, preventing the sensor from properly tracking changes in glucose. The customer was advised to replace the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.